Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in hospital for something unrelated, patient was found unresponsive and staff found a short run of ventricular arrhythmia on telemetry that was not found in any stored episodes in the implantable cardioverter defibrillator (ICD). It was questioned why the device did not detect this episode that was seen on telemetry. A review of the telemetry strip noted that there was pacing occurring during the rhythm suggesting that it was undersensed by the right ventricular (rv) lead. The rv lead also exhibited noise. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.